Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower doors repeatedly failed to open. A field service engineer (fse) cleaned, tightened, applied grease, and reseated all tower latch connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door kept failed and was not opening, patients medications were not being able to be accessed for administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.